Event description:
Pin point hole near insertion site.

Manufacturer narrative:
The complaint of a pin hole leak in the catheter was confirmed but the cause is unk. Brown residual material was seen along the length of the extension tubing and between the 5 cm and 6cm markings of the catheter. The catheter tubing extended approx 9.9" from the suture wing hub. A 12 cc syringe was filled with water and attached to the proximal luer. The syringe plunger was pushed and water infused through the catheter without restrictions, and a small leak was seen near the 5 cm marking on the catheter. Microscopic examination was performed at the site of the leakage. A small longitudinal tear was seen in the catheter just distal to the 5 cm marking. Tactile examination of the catheter was unremarkable. The exact mechanism which caused the split in the tubing is unk at this time. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A lot history review (lhr) of reva1229 showed no other similar product complaint(s) from this lot number.